Event description:
As initially reported by a consumer she stated that lenses might have caused corneal ulcer and is not sure about it. Ulcer was in relation to right eye. At present she has been wearing scleral lenses in the right eye . The medical attention has been sought by the consumer for the symptom of corneal ulcer. The current status of the consumer¿s eye is symptom resolved at the time of this report; additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a consumer she stated that lenses might have caused corneal ulcer and is not sure about it . Ulcer was in relation to right eye. At present she has been wearing scleral lenses in the right eye . The medical attention has been sought by the consumer for the symptom of corneal ulcer. The current status of the consumer¿s eye is symptom resolved at the time of this report; additional information has been requested but not yet received. During follow up, medical record was received. According to the medical record received following findings were observed. Consumer had given information that after the onset of symptoms until she visited the eye care professional (ecp) she had worn the lenses for 12 hours. Consumer confirmed that she had no preexisting ocular or medical history. Consumer also confirmed that she did not have any contributing factors for the symptoms like smoking, recent eye trauma, outdoor activities, or water activities etc. She confirmed that no biopsy or scraping was performed for the reported symptoms. Consumer also reported of experiencing severe pain/discomfort and redness along with watery discharge because of event of corneal ulcer. On examination of the eyes, corneal ulcer was found on the right eye, location of ulcer was within central 4-6mm of the cornea and was measuring 2x2 mm in size. During examination it was also found that corneal infiltrate/haze was surrounding the ulcer and size of the largest infiltrate was 1 mm beyond the ulcer borders. Location of corneal infiltrate was at central of cornea at 4-6 mm. Corneal staining was also found during eye examination which was moderate in nature and extent of cornea that stained was less than 50%. Permanent corneal scaring in right eye was also found during ocular examination. Following medical prescription was provided for the consumer for the diagnosis of corneal ulcer in the right eye: a) moxifloxacin ¿ every 2 hours b) tobramycin ¿ qid c) prednisolone -qid. Six follow up visits were scheduled with a interval of 3 days. The event eventually resolved after the treatment was provided and consumer was able to resume her contact lens wear after the treatment. There was no reoccurrence of the event after the contact lens wear. Best corrected visual acuity (bcva) of the consumer prior to event was 20/20 and bvca of the consumer after the event was 20/30.